Event description:
During compounding of a grow med bag, a defective needle was discovered. It had an extremely long "hair" of plastic coming off of the safety cap. Needle information as follows: covidien magellan hypodermic safety needle 20 g x 1" ref #8881850010 lot# 614624.